Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain coverage. The patient underwent an explant procedure. The explanted devices were not returned to bsn as they were disposed by the medical facility.